Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the revel ventilator was having error 28 and was making a ticking noise. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
H11: this complaint was determined to be non-reportable to vyaire medical as the error 28 is in reference to a component becoming end of life and needs to be replaced. This message is a safety feature and the unit was acting as intended. Please disregard and void vyaire reference number: (B)(4) under medwatch report name:(B)(4).